Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation by the left ventricular (lv) lead due to lead insulation damage. The lead was cut and capped. No patient complications have been reported as a result of this event.